Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed an end of life (eol) battery status while still within the shipping box.